Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported by the patient that infusion set fell off in the night due to which hyperglycemia occurs. High blood glucose level was 350 mg/dl. No further information was available.